Event description:
It was reported that the customer's insulin pump became stuck in a rewind loop. Customer stated the issue cleared up when she replaced the battery. She stated that twenty-four hours later, the time and date were off. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.